Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, b7, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device started to lose power after extended use. There was no patient impact or delay noted. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.